Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the usm had error 32056 and a power cycle did not resolve this issue. It was confirmed that 32056 occurred while pointing at usm2 acc. It was advised to perform the psc hard power cycle and epo, but the same issue occurred. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were not placed prior to the issue being identified. The system functionality was checked upon powering on the system. The error occurred during self test. The dvstat was contacted for troubleshooting. Full troubleshooting was not completed. The fsa was dispatched and usm was replaced. The issue occurred at inspection for next day surgery. The procedure on next day was completed with planned. There was no injury to the patient. The procedure was started after repair completed. The procedure completed robotically with all 4 arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to be failing on the carriage axis. Once testing was completed, the instrument sterile adapter (isa) board was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis. The root cause is attributed to communication issues caused by a faulty isa board.

Event description:
Refer to h11 for follow-up information.